Manufacturer narrative:
Sample was collected in a 4.9 ml serum tube, centrifuged for 10 minutes at 1500 rpm at room temperature. Customer does not have any additional sample available to perform verification testing with. Customer stated that (B)(6) qc has been within the customer's established ranges. Specific qc data has not been supplied to date. System check information has not been supplied to date. On (B)(4) 2011, bci field service engineer (fse) performed a routine system check and high sensitivity system check. Both passed within instrument specifications. Fse did not note any hardware issues that would have contributed to event. A definitive root cause has not been determined to date for this event, with the data provided.

Event description:
A customer reported to beckman coulter inc. (Bci) that the access 2 immunoassay analyzer generated a reproducible reactive (B)(6) (surface antigen of the (B)(6)) result for one (1) patient. However, subsequent testing on an alternate methodology produced a discordant "negative" result. Results obtained from the access 2 instrument were not reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.